Event description:
Patient was born with an occipital encephalocele and underwent repair shortly after birth. Patient developed a pseudomeningocele and underwent insertion of a right ventriculoperitoneal shunt with strata mr shunt valve for concerns of hydrocephalus. Pseudomeningocele persisted after dialing the shunt down to 0.5, raising concerns of shunt malfunction. Patient underwent revision of shunt, repair of csf leak associated with pseudomeningocele, and subsequent externalization for concerns of shunt infection with explanation of shunt valve. Initial concerns of shunt malfunction may have been due to unsuccessful reprograming of shunt down to 0.5. Dates of use: (B)(6) 2016 - (B)(6) 2016. Diagnosis or reason for use: hydrocephalus. Event abated after use stopped or dose reduced: yes.